Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was cracked and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical service but further information was unavailable to be obtained.